Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of seven devices. Visual and functional inspection of the received samples found no ab normalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six suture thread of the device got broken up during the c-section procedure and two needle of same code got bend during open hysterectomy procedure and the surgeon asked to replace entire present stock with a new series. Patient status is fine.